Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that a patient's unknown lp shunt, which was implanted in 1995, was clipped by the neurosurgeon to see if it was needed. The patient developed worsened gait, headaches, nausea, and visual changes so the lp shunt was revised to strata lp shunt.